Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer administered a correction bolus via the pump and did not require third-party assistance. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin delivery.